Event description:
The customer reported that the system would not perform fluoroscopy x-ray. Here is no report of pt injury or death.

Manufacturer narrative:
No ge service was performed. The customer has contracted to a 3rd party for maintenance and repair. No conclusion can be drawn as repair info is not available.